Manufacturer narrative:
Additional information is provided in sections d.9, h.3 h.6, and h.11. The company representative was able to replicate the reported issue. The fluidics module was replaced and returned for testing to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The fluidics module was received for testing on this investigation. A visual inspection of the returned sample revealed no apparent nonconformities. The module was tested at the console level, where no system messages were observed, and it was successfully primed. It subsequently passed surgical and all functional testing. The reported issue could not be replicated, and the unit operated as intended. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that surgery an ophthalmic system exhibited slow aspiration during phacoemulsification and irrigation and aspiration modes of the surgery. The procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relative contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The root cause of the reported event is attributed to the nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate the manufacturer internal reference number is: (B)(4).